Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 7</noe> malfunction events. It was reported that seven micro-volume inlets were leaking at the connection of the spike to the tubing. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed on the devices and no leaks occurred. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.